Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor image quality. The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation updated fields: h2, h3, h6, h11. Corrected fields: e3. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer cover was malfunctioning. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.